Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, a malformed haptic was noted after the iol was inserted into the eye. The incision was enlarged to accommodate removal and replacement of the iol. At the three-week examination, the eye was quiet, clear and the iol was centered.